Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage was performed and passed. Pairing test with (B)(4) bluetooth device was performed and failed due to incomplete status. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.